Manufacturer narrative:
D9: date received by manufacturer; 12/3/2024.one device was received for analysis. Functional testing and visual inspection performed. The customer reported event was confirmed. During functional testing all cassettes were recognized by the pump. During visual inspection found delamination of the downstream occlusion sensor (dso) seal and corrosion on the battery contact springs, both were replaced.

Manufacturer narrative:
B3: year and month are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor is defective. This occurred during testing, no patient involvement.